Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2024. On (B)(6) 2024, the patient reported experiencing a skin reaction, including redness and itching, beginning in early (B)(6) 2024. Despite these symptoms, the patient continued optune gio therapy. In response, the physician prescribed bilastine 20 mg and betamethasone dipropionate cream. A follow up appointment was scheduled with the physican, and optune gio therapy was temporarily discontinued. On (B)(6), 2025, the prescribing physician confirmed that the patient had not been hospitalized. Treatment consisted of emollients and dermocorticoids. The physician attributed the skin reaction to the intensive use of optune gio therapy over the preceding six months. However, the physician noted that the patient resumed optune gio therapy once the irritation resolved, which occurred in less than a week.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).